Event description:
It was reported by service report that the trigger lock and bent release crossbar on the breakaway head section were broken. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results - bent release crossbar on breakaway head section.